Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced a fault code 36 after the patient received three shocks. Fault code 36 may indicate a defibrillator output problem. The rate sensing/pacing portion of the transvenous defibrillation lead also experienced an abnormal rise in impedance. The physician elected to replace the device and lead. The chronic transvenous defibrillation lead was capped.